Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the ablation temperature was unstable during an rf ablation procedure. It was performed again with the same condition. Echo testing confirmed that the tissue was not ablated at all. The procedure was cancelled without injury to the patient.

Manufacturer narrative:
(B)(4). Date of follow-up report: 01/05/2017. Evaluation of the incident electrode found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.